Event description:
Event description cpi received information that this implantable pulse generator (ipg) us exhibiting an abnormal increase in lead impedance and threshold measurements. The patient experienced a period of syncope. The ipg had appropriate measurements when programmed to the unipolar mode.